Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1155709) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer reported that on (B)(6) 2011 at 10:03 pm, she obtained a reading of 311 mg/dl on her freestyle freedom lite meter that was higher than she felt. The customer further reported she "took insulin" (type/dosage not specified) and subsequently experienced a loss of consciousness. No third-party medical intervention was reported. The customer reported self-treatment with "piece of candy." There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.